Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress e1: patient city: (B)(6) patient country: austria.

Event description:
Reference number (B)(4) event occurred in austria. It was reported that the patient changed four infusion sets due to increasing blood glucose levels on (B)(6) 2026. The high blood glucose event lasted greater than four hours. The patient received treatment with insulin via pump, and the event resolved. The cause of the event was not known. No further information is available.